Event description:
The needle was advanced through the scope on the first pass and was luer locked onto the metal hub of the biopsy port as usual. After one pass, the sample was taken and the needle removed and the sample expelled onto the slide with the pathologist present. When the assistant was trying to flush the needle with saline and then air, the syringe became stuck on the back luer lock of the needle and was not able to be used again. A new echo-1-22 was used successfully to complete the procedure. There were no adverse affects on the patient and the procedure was completed successfully without incident (on evaluation of the returned device, the needle had broken away from the luer lock). A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
There was no echo device of lot c786711 in stock at the time of the investigation; 1x echo of c786711 lot was returned to cook (B)(4) for evaluation. It was not returned in the original package and was opened on receipt. The complaint information stated that user of the device had the following issue: "the needle was advanced through the scope on the first pass and was luer locked onto the metal hub of the biopsy port as usual. After one pass, the sample was taken and the needle removed and the sample expelled onto the slide with the pathologist present. When the assistant was trying to flush the needle with saline and then air, the syringe became stuck on the back luer lock of the needle and was not able to be used again. A new echo-1-22 was used successfully to complete the procedure. There were no adverse affects on the patient and the procedure was completed successfully without incident. On evaluation of the returned device, the relevant engineer noted that the stylet with its cap was returned outside the device. Two syringes were also returned. The needle was returned broken away from the luer lock and returned completely in two pieces. The luer lock part of the needle was not returned attached to the needle, it was returned with one of the syringes attached on one end. The remaining part of the needle was returned intact within the device. It was noted that there was residues of adhesive present on the threads of the device. No manufacturing defect was confirmed. During the evaluation, the syringe could not be unscrewed from the luer lock. On closer examination of the device, it may be possible that the syringe could have been over tightened onto the luerlock as a thread of the syringe appeared damaged which would have contributed to the issue that the user had when trying to unscrew it from the luer lock. The customer complaint was confirmed as the syringe was returned stuck on the back luer lock of the needle. It is not possible to conclusively determine the root cause of this complaint as we are unable to replicate the conditions of use in the laboratory. From the information provided the issue of "the syringe becoming stuck on the back luer lock of the needle" occurred during the second pass. At present it cannot be determined when the needle broke. As we cannot conclude that the needle did not break at the user facility this complaint has been deemed to be reportable. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure integrity of the product. A review of the manufacturing records for echo device of lot number c786711 did not reveal any discrepancies which could have contributed to this complaint issue. A (B)(4) review of the complaints history for the echo-1-22 device revealed no other complaints where the "needle broke". This therefore represents an isolated occurrence for this rpn over this timeframe. No corrective action is warranted at this time. From the information provided a section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.